Event description:
It was reported that stent dislodgement occurred. A synergy xd drug-eluting stent (des) was advanced for treatment. However, during procedure, the stent came free from the balloon and traveled up the catheter. The team thought that the stent had inflated since the indeflator was working normally but when they took a picture with fluoroscopy, there was no stent in the vessel. Upon removal, they discovered that the stent was floating in the catheter and the stent had accordioned on the proximal end of the balloon. There were no patient complications reported.